Event description:
It was reported that during the procedure, a 3.0x33 rx xience prime stent delivery system (sds) was advanced over a whisper ms guide wire, into a 6-fr non-abbott sheath and 6-fr non-abbott guiding catheter, to a non-calcified, de novo lesion in the non-tortuous mid right coronary artery, without resistance felt. The balloon was inflated without issue, and the stent was deployed. When attempting to deflate the balloon, deflation was slow and the balloon would not completely deflate. The half-deflated balloon was withdrawn from the anatomy with some resistance felt. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms, inflation: medex indeflator, guide cath: 6-fr jr4, sheath: 6-frterumo. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported slow/partial deflation was not confirmed. Difficulty removing the device from the anatomy post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.